Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements and noise that was oversensed. There was no pacing inhibition as the patient had an underlying rhythm. An x-ray was taken which yielded inconclusive results. Subsequently a revision procedure was performed. During the revision procedure the physician was unable to gain access, thus the lead was reprogrammed to unipolar pacing and the pacemaker was electively explanted. Five days later the patient underwent another revision procedure where the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.